Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany. It was reported that the thread broke easily.

Manufacturer narrative:
Samples received: 30 unopened pouches and 2 sutures. Analysis and results: there are no previous complaints of the same batch. We manufactured 612 units of this batch. There are 268 units in our stock. We have received 30 closed samples and 2 unused sutures without pack. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements: 1.84 kgf in average and 1.59 kgf in minimum (requirements: 0.92 kgf in average and 0.31 kgf in minimum). Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.